Manufacturer narrative:
One infusion pump has been returned for evaluation. Visual inspection of the device found it to have a broken tube holder and cracked on right plunger case. Device underwent functional occlusion testing, and the reported motor rate error allegation was confirmed. This was noted to be a result of normal wear of the motor assembly, worm gear, landscrew and clutch halves as they were found old, dirty and worn. This pump is noted to be over 10 years old. Replaced damaged tube holder, barrel guide, right and left plunger cases and battery door. Replaced worn worm coupling, motor mount and replaced the teflon washers with the delrin washer. Installed cable guard per (B)(4). This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion pump had motor rate error during testing. No patient involvment.